Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that for the past probably two months the pt had been seeing a message almost everyday (or every other day) appear on their controller to call mdt (pt could not remember any other details in the message)when recharging implant. Pt said they have already tried resetting controller 2-3 times a day since problem began which has not helped. Pss had pt inspect rtm cord and paddle for damage but pt did not detect any damage; however, pt said rtm paddle does get hot when recharging ins. Pt also said the rtm drains the controller battery pack when charging implant.the issue was not resolved. Additional information was received from a patient (pt) regarding an external device. Pt said they had received their recharger (rtm) replacement and was still experiencing the same issue previously documented. Pt said rtm did not resolve their issue at all and they were still receiving a call mdt screen almost every time they recharge their ins. Pt said they do not pay attention to what else the screen says as they just take the battery out of the controller and start over. Pt inspected the controller port and said the pins looked okay. Pt mentioned that they were having to charge twice a day and think the controller replacement would resolve (ins was currently charged on call and pt could not get any error messages to appear). A replacement controller was sent out to the patient. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4). H3: the 97755 intellis recharger, serial #(B)(6), was returned for product analysis. Analysis revealed poor recharge quality. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.